Event description:
Per dealer, unit has loose gear clamp (B)(4) concentrator. Per independent repair center statement, unit had low o2 or yellow light. The key failure of loose hose in the manifold due to a loose gear clamp. Another malfunction was the sieve pack dirty.